Manufacturer narrative:
The device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. There are no device testing results available as the investigation and eval are currently in progress; however, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformity reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Once the analysis and investigation are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 600 ml. Flow rate: between 4 ml / hr and 6 ml/hr. Procedure: shoulder surgery ((B)(6) 2015). Cathplace: back of the neck/shoulder area. A pt reported that a pump infusion ended sooner than expected. The infusion began on (B)(6) 2015 at 4:00 pm. On (B)(6) 2015 the pt woke up in the morning and the pump was completely empty. The pt expected the pump infusion to end in approx 48 hours; however, the pump infused in 1.5 days instead. It was reported that the saf dial was set "between the 4 and 6." The pt reported that the hosp set the dial and the pt never changed the flow rate. The saf key was not removed and the cover was not secured with a tie wrap. The pt reported feeling fine. No pt injury or medical intervention was reported.